Manufacturer narrative:
Refers to the main device, other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 40 mg/ml of compounded morphine at 19.402 mg/day and 40 mg/ml of bupivacaine at 19.402 mg/day via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that a volume discrepancy occurred in (B)(6) 2017. The actual residual volume was reported as being the full pump of 40 ml, and the expected residual volume was "near empty". The patient was having a possible catheter and pump revision on (B)(6) 2017. It was also noted that the patient's pump was alarming due to an empty reservoir. The date of the alarm was not provided. No symptoms were reported. The hcp later clarified that the volume discrepancy occurred on (B)(6) 2017, not (B)(6) 2017. According to the hcp, 7.2 ml were expected to be withdrawn and 20 ml were obtained. The hcp reported that they were unable to aspirate anything through the side port on (B)(6) 2017. As a result, just the subcutaneous catheter was replaced as the intraspinal catheter and the internal pump were patent. The cause of the volume discrepancy was noted as an obstruction in the subcutaneous portion of the intrathecal catheter. The empty reservoir alarm was reported as being the result of the pump expected volume was less than the residual volume. Both of the empty reservoir volume alarm and the volume discrepancy were considered resolved. The hcp noted that the re vision was completed and the system was balanced. The event date for the empty reservoir volume alarm was reportedly on and after the pump was not refilled. No further complications were reported.